Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that they received a critical pump error alarm on the insulin pump and the display went away. The customer¿s blood glucose level during the incident was unknown. The insulin pump had been exposed to pool water. They reported they saw fluid under the display. On the corner of the screen there was a fog. The battery compartment had water in it. They dried the battery compartment with a paper towel. The insulin pump was cracked. The reservoir compartment¿s retainer ring was missing. Additionally, they reported that the customer had experienced a high blood glucose level of 420 mg/dl because they were off the insulin pump for a long time. They had treated their high blood glucose with a bolus. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify display anomalies due to critical pump errors. No belt clip received with unit. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay, severe corrosion on force sensor assembly, severe corrosion on motor home switch and corrosion in battery tube.